Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.(B)(4).

Event description:
On (B)(6) 2013, the surgeon was drilling with a drill bit near another screw, when the drill bit broke. Surgeon attempted briefly to remove the broken bit but ultimately decided to leave it in the patient. Patient is reportedly recovering well. This is report 1 of 1 for complaint (B)(4).